Event description:
The hospital reported that the incident occurred during the operation. When loading the hst iii system (3.8mm), which the seal fell off inside the loading device. The continued use of the seal was abandoned, and a new product was released, which was able to be used without any problems. There were no health problems for the patient. There was no procedural delay.

Manufacturer narrative:
Tw # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Updated sections: b4, e2, e3 g3,g6,h2,h11.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000418572 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.